Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. During routine preventive maintenance (pm) testing of an infusion pump at mckesson, the pump failed the safety earth resistance test with 1048ohms. The acceptable passing range for this test is less than 500 ohms. The pump was then shipped to intuvie and was investigated. The investigation revealed that the pump also failed the 30psi occlusion test at 18psi. The passing specification for the 30 psi occlusion test result is between 22 and 38 psi. The reported safety earth resistance test failure was not confirmed. A review of the serial number history did not identify any similar complaints for this device. The cause of the failure remains undetermined. The reported 30psi occlusion test failure at 18psi was confirmed. A review of the serial number history did not identify any similar complaints for this device. The cause was determined to be a calibration issue. The device was recalibrated and passed 30psi occlusion testing. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing of an infusion pump at mckesson, the pump failed the safety earth resistance test with 1048ohms. The acceptable passing range for this test is less than 500 ohms. The pump was then shipped to intuvie and was investigated. The investigation revealed the pump also failed the 30psi occlusion test at 18psi. The passing specification for the 30 psi occlusion test result is between 22 and 38 psi. No patient involvement was reported.